Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis and prolonged hospitalization. It was reported that after having an afib case on friday, (B)(6) 2021, a pericardial effusion was discovered when the patient had come back for a device implant on (B)(6) 2021. The pericardial effusion was not noticed on (B)(6) 2021 and the afib procedure was completed successfully. The pericardial effusion was discovered during the device implant on (B)(6) 2021, when the patient received anesthesia and the patient¿s blood pressure dropped. The pericardial effusion was confirmed by eco transthoracic. Medical intervention provided was a pericardiocentesis that was done at the end of the device implant procedure and 370 cc of fluid was removed. The device implant was able to be completed safely on (B)(6) 2021. The patient was reported to be in stable condition and did not require surgery. It is unknown when the pericardial effusion first occurred. The physician thought the pericardial effusion was a result of extensive ablation in the left atrium during the afib case on friday, (B)(6) 2021. The patient fully recovered with no residual effects. The physician¿s opinion on the cause of this adverse event is that it is procedure related. The left atrium was ablated extensively for more than 30 minutes of rf time. The patient required extended hospitalization as the drain was left in overnight and he was monitored for one additional day to ensure he was stable before discharge from the hospital. A transseptal puncture was performed with a baylis nrg needle (unknown catalog #). Prior to noting the CT, ablation was performed. There was no evidence of a steam pop. The event occurred prior to the procedure on (B)(6) 2021 while the patient was awake. The patient stated that he felt fine and all vital signs were stable prior to procedure, so they proceeded with implant and av node ablation. Irrigated catheter was used in the event and the flow settings were: per pump, 30w and below 8cc and 31w and above 15cc. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Other relevant history: afib only medical issue; eliquis 5mg bid as anticoagulant.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis and prolonged hospitalization. It was reported that after having an afib case on friday, (B)(6) 2021, a pericardial effusion was discovered when the patient had come back for a device implant on (B)(6) 2021. The pericardial effusion was not noticed on (B)(6) 2021 and the afib procedure was completed successfully. The pericardial effusion was discovered during the device implant on (B)(6) 2021, when the patient received anesthesia and the patient¿s blood pressure dropped. The pericardial effusion was confirmed by eco transthoracic. Medical intervention provided was a pericardiocentesis that was done at the end of the device implant procedure and 370 cc of fluid was removed. The device implant was able to be completed safely on (B)(6) 2021. The patient was reported to be in stable condition and did not require surgery. It is unknown when the pericardial effusion first occurred. The physician thought the pericardial effusion was a result of extensive ablation in the left atrium during the afib case on friday, (B)(6) 2021. The patient fully recovered with no residual effects. The physician¿s opinion on the cause of this adverse event is that it is procedure related. The left atrium was ablated extensively for more than 30 minutes of rf time. The patient required extended hospitalization as the drain was left in overnight and he was monitored for one additional day to ensure he was stable before discharge from the hospital. A transseptal puncture was performed with a baylis nrg needle (unknown catalog #). Prior to noting the CT, ablation was performed. There was no evidence of a steam pop. The event occurred prior to the procedure on (B)(6) 2021 while the patient was awake. The patient stated that he felt fine and all vital signs were stable prior to procedure, so they proceeded with implant and av node ablation. Irrigated catheter was used in the event and the flow settings were: per pump, 30w and below 8cc and 31w and above 15cc. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Other relevant history: afib only medical issue; eliquis 5mg bid as anticoagulant.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).